Event description:
It was reported that a revision surgery from the right hip was performed due to pain, metallosis, pseudotumor, elevated metal levels and adverse local tissue reaction.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular were removed. The bhr cup and stem remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup, hemi head and modular sleeve was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the hemi head. Similar complaints have been identified for the cup and modular sleeve. This failure will continue to be monitored. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as a result of the reported event. The available medical documents were reviewed. The clinical information provided, of the pain, metallosis, pseudotumour, elevated metal levels (only one set of metal ion levels provided) and adverse local tissue reaction may be consistent with a reaction to metal debris. However, the source cannot be determined with the available documentation. It was noted that the ¿avascular necrosis.¿ was present prior to the primary surgeries. It is unknown if the two documented falls contributed to the required revision surgeries. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.